Event description:
The pt received two scs leads from the same lot number. It was reported, the pt lost stimulation therapy. An sjm rep met with the pt and reprogrammed the pt's scs system, however, multiple invalid contacts were observed. Effective stimulation was captured, but on (B)(6) 2013 the pt reported she had lost stimulation therapy again. The pt is pending a consult with her physician to discuss a lead revision. Surgical intervention my be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.